Manufacturer narrative:
D10 - device returned to manufacturer - (B)(6)2020. H10 - a single new 060-ch2000s spinning spiros was returned for investigation. No mating devices were returned to evaluate with the new spinning spiros. The spinning spiros was functionally tested and the female luer measured. The spinning spiros met spin feature functionality expectations outlined in the product performance specification. The female luer was measured and met design expectations. The complaint was unable to be confirmed or replicated. A device history review (DHR) for lot# 3761661 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros®, closed male luer, that during chemo drug preparation, the spinning spiros came off from the syringe, using a total of 186ml of normal saline. Initially, 36ml of normal saline was used, then 50ml 3 times without event. Then the 5fu 20ml +20ml then 4ml, the spinning spiros was noted to dislocate from the 50ml syringe. The syringe was placed on the tray slowly, and the work bench was cleaned per protocol. A new spinning spiros was attached to the syringe and continued. There was no serious injury or death, no blood loss. There was unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, no medical or surgical intervention required. The device was replaced with no further problems encountered. There was no patient involvement and no patient harm. This is the first of two events reported.